Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific conducted a retrospective data analysis to assess the MRI protection mode feature for any possible effects on lead measurements as characterized by a change in the lead measurements pre- and post- possible clinical MRI scans of patient implanted with a boston scientific corporation imageready ng4 crt-d or ICD system. Analysis data was collected using latitude nxt and de-identified for analysis. All data was used in accordance with patient confidentiality laws, regulations, and data use agreements. In this report, data from 252 crt-d and ICD (dual and single chamber) devices, with MRI protection mode on, met the criteria for this retrospective data analysis. 31 (12.3%) patients were implanted with model#d233, one model#d233 device recorded an rv pacing impedance that was greater than 2000 ohms.